Manufacturer narrative:
On an unreported date, dianeal therapy was discontinued, the patient¿s catheter was removed and the patient was switched to hemodialysis. Pd therapy was planned for the future. At the time of this report, the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as lack of hygiene. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date the patient began treatment for peritonitis with amikacin (125 mg, frequency, route and duration not reported) and fortum (1 g, frequency, route and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.